Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that the patient heard the pump alarm and because it was the weekend, the patient was instructed to go to (B)(6). The patient heard the beep several times during the day, but it was not frequent. The patient¿s critical alarm was set at every 10 minutes. At that time the patient wasn¿t having symptoms of withdrawal but stated later he started to show withdrawal. The patient was given medication that caused hallucinations by the emergency room (ER) physician. The patient was medicated and hospitalized for that. It was unclear at what time in the hospitalization he was refilled. The company representative was confident the alarm that occurred was the low reservoir alarm as the physician routinely kept the low reservoir volume at 5ml. The physician kept the low reservoir volume at 5ml because of the patient¿s non-complaint behavior. The managing physician did not offer to discuss the specifics of the event. Patient seemed fine, pain relief as expected after the refill. The patient¿s medication was changed by his managing physician and pump settings updated. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving cl onidine and bupivacaine at unknown concentrations and dosages via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient missed the last refill date. There was confusion as to the date and the patient ignored the alarm for 24 hours. The patient was treated and filled. The hcp reported a history of non-compliance with pump refills. The patient reported hospitalization and treatment for withdrawal symptoms. The representative was requested to assist the hcp in refill and programming of the pump. The pump was refilled, the representative assisted with the programming, and the pump was updated. The importance of returning for refills as scheduled was discussed. The clinic physician programmer was used for interrogation and reprogramming of the pump. The representative did not have access to a session printout. It was unknown what diagnostics/troubleshooting was performed. Surgical intervention did not occur and was not planned. The event date was asked, but unknown. The patient weight was asked and would not be made available. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s medical history included a previous gunshot wound (gsw). There were no further complications anticipated/reported.